Event description:
Additional information was received. It was reported that the cause of the event was still unknown and the event hadn't been resolved. The patient outcome was reported as unknown, though it was stated that no explant took place. Eighteen days later, it was reported that a replacement programmer had been requested. It was stated that the software card had been sent back for analysis and the original programmer may be sent back in the future.

Event description:
It was reported that the date of onset was (B)(6) 2012. The cause of the event was unknown, and the event was attributed to the implantable neurostimulator (ins) or the patient programmer. It was reported that there was an unknown ins issue and the therapy turned off on its own, not related to programmer use. The reporter stated that the programmer poorly communicated with the ins when the patient tried to turn it back on. Reprogramming occurred on (B)(6) 2012 and the device was turned back on. No further problems were reported. It was noted that signs and symptoms of the event included return of tremor. There was no hospitalization, and the patient recovered without sequelae. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3387s-40 lot# v287456, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v287456, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was initially reported, the patient experienced a lack of therapeutic effect. There were no known accidents or incidents related to the complaint. The patient slept with her device on during the night and awoke with tremor of her head and hands. The patient was unable to adjust her stimulation; she received "sync" over and over. The patient saw simple mode rather than complex mode and attempted to change back to complex but was unable to due to time limitations. It was noted, the patient thought her tremor was gone, but she was unsure. Additional information received approximately a year later reported, the patient experienced speech changes and drooling. No patient injury was reported. Additional information received a month later reported, the patient experienced a lack of effect. Reprogramming was performed and there was some improvement in the patient's tremor. It was noted, there was no evidence of malfunction. Additional information received, the date of this report reported the patient's stimulation was turning off. It was reported, the implantable neurostimulator (ins) was found to be off even though the patient did not turn it off. The patient programmer would not communicate with the ins until the batteries were removed and re-inserted. The device was turned back on and diagnostic impedances were checked, the results were not provided. A follow-up report will be sent if additional information becomes available.